Manufacturer narrative:
Recall: 1627487-07262012-002-r and 1627487-09042012-003-r. This ipg serial number was included in multiple field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reports he has not recharged his ipg for six months and now is unable to recharge the ipg. The sjm representative met with the patient and confirmed the ipg is unable to communicate with the external devices. Surgical intervention may be pending to address the issue. Concomitant device: model 3280, scs lead, unknown implant date.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.